Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose of 37 mg/dl. The device was no longer alarming for low glucose alerts. The device failed the audio test during the call. The customer treated their low with food. Troubleshooting was declined for the low blood glucose. It is unknown whether auto mode was in use at the time of the incident. The insulin pump will not be returned for analysis.